Manufacturer narrative:
Initial.

Event description:
It was reported that the guardian contacted support because the dexcom g7 continuous glucose monitor (cgm) sensor was providing glucose readings in the dexcom app but not displaying on the ilet, and the patient¿s blood glucose was elevated without symptoms. Symptoms included hyperglycemia with a peak glucose of 401 mg/dl and no associated clinical symptoms. Outcomes included no need for medical care or health impact. User support included guided troubleshooting and education, including confirming sensor pairing steps, toggling settings, and reentering the pairing code on the ilet. Investigation of this case revealed a pairing delay between the continuous glucose monitor and the ilet that was addressed through reconfiguration and reentry of the sensor pairing code. It was concluded, based on previously established findings for similar reports, that the cause was an unknown setup failure during sensor initiation.